Event description:
It was reported that after the procedure was complete, the cord was cut between the handpiece and the battery pack and the batteries exploded. There was no patient involvement and there were no adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. According to the information provided, the cord between the handpiece and the battery pack was cut after the procedure. The instructions for use supplied with this device has a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales rep has re-trained the account on the IFU.